Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: extreme care should be taken to avoid needle puncture or other damage to the tissue expander or the injection site during the expansion process. To minimize the risk of tissue expander damage during expansion, fill the expander only with sterile saline for injection and use the appropriate location methods and instruments, as described in instructions for use. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reports right side deflation of a tissue expander. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: biological tissue white particles on the outer surface and one curved opening on the insert assembly. Leak test and microscopic analysis was performed which identified; sharp opening on the insert bond edge and punctured openings. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the insert bond edge due to an unidentified (tear) opening and punctured openings assessed as surgical damage.

Event description:
Healthcare professional reports right side deflation of a tissue expander. The device has been explanted.